Event description:
On (B)(6) 2022, thermo fisher scientific was informed by a distributor that a patient receiving vancomycin showed questionable laboratory results for drug monitoring. A complaint was opened and stated that "the physician believes that level could have reached toxicity because the patient started to have toxicity symptoms after the last dose". All samples run on the vancomycin assay reported results of < 1.1 ug/ml. In the limitations of the procedure reported in the IFU state that in rare cases patient samples may contain heterophile antibodies which may produce low results with the multigent vancomycin assay. When samples were analyzed using a heterophile antibody blocking tube, values as high as 52.1 ug/ml were reported. The therapeutic range of vancomycin is 20-40 ug/ml. This indicates that the patient had heterophile antibodies present.

Manufacturer narrative:
The complaint ID for this issue is (B)(4).